Manufacturer narrative:
(B)(4). This lot was manufactured from april 17, 2015- april 20, 2015. The device was received for evaluation. During visual inspection, black particulate matter was observed to be floating within the device. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor contained a black, floating fiber in its solution. This was identified after the device was filled with an unspecified amount of fluorouracil and before patient use. There was no patient involvement. No additional information is available.